Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 08/09/2018. Philip's field service engineer (fse) tested the unit and found that the power supply required replacement. The customer declined to fix the unit and retired the unit from service. No parts were returned for evaluation, therefore, a cause could not be established.

Event description:
It was reported that the unit was "not working", however the customer was unable to elaborate further. There was no patient or user harm reported. The event date was not specified, estimate used.